Event description:
The customer contacted stryker to report that their device power cycled intermittently. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the power pcba. However, the device could not be repaired as the replacement parts are no longer available. The customer was informed of the device's state and provided information on obtaining a replacement device.